Event description:
The event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer where it was reported that the IV extension set microclave had a leak. There was a delay in therapy the infusion of IV nutrition and medications had to be temporarily paused while a new extension was placed. The total duration of the delay was approximately 20 minutes. There was no visible blood, but it was connected to a central line. The harm was unclear, may have contributed to contaminated line and infections. There was patient involvement but no known patient harm.

Manufacturer narrative:
The device was received for evaluation; the investigation is pending.